Event description:
It was reported the bd safetyglide¿ needle's were clogged. The following was received from the initial reporter: reported issue: do not allow anything to pass through.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported the bd safetyglide¿ needles were clogged. The following was received from the initial reporter: reported issue: do not allow anything to pass through.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-oct-2023. One hundred samples were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-eight samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported the bd safetyglide¿ needle's were clogged. The following was received from the initial reporter: reported issue: do not allow anything to pass through.